Manufacturer narrative:
Investigation: through the 100% visual inspection and sampling of the returned (B)(4) syringes from batch # 8287822, we were able to get a good representation of the percent of syringes with varying degrees of missing print, verify that the issue is localized to a small sub-set of cases when it occurs, and get a better representation of the number of syringes with cosmetic issues verses syringes that could impact functionality if used. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. There have also been no reports of adverse events from the market related to the missing print issue on this lot. At this time, no containment is required. Corrective and preventative action, CAPA#753644, was opened to investigate and determine the root cause of missing print and implement process improvements.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip is missing markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip is missing markings. No serious injury or medical intervention was reported.